Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. A manufacturing review was conducted, and this lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: tissue growth was identified throughout the length of the returned sample. The graft measured approximately 52.6 cm in length. Sutures were identified 21cm proximal to the shorter end of the grafts. Both ends of the grafts are cut unevenly. There is no clearly identified tear or hole in the returned graft. The tissue growth was removed from the area around the sutures. Upon removal it was identified that the spiraling had been peeled away from the graft in the area of the sutures. Additionally, what appears to be a longitudinal tear of 1.0cm was identified in the area of the sutures. Functional/performance evaluation: functional testing could not be performed based on returned sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for torn material, as a longitudinal tear was identified in the return device. Per the reported event details, the graft was flushed with heparin before implantation. Per instruction for use (IFU) , "exposure to solutions may result in loss of graft's hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary". Therefore, the integrity of the graft could have been compromised during implantation. However, the definitive root cause is unknown. Labeling review: the current instruction for use (IFU) states: aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. The distal anastomosis should be made after tunneling or suture disruption can occur. Do not pass the cuff portion (distal end) of the distaflo bypass graft through a tunneler sheath or the tissue tunnel, as this could lead to separation of the spiral beading and/or graft breakage. Distaflo bypass grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the graft to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. When suturing, avoid excessive tension on the suture line, inappropriate suture spacing and bites, and gaps between the graft and host vessel. Failure to follow correct suturing techniques may result in suture hole elongation, suture pull-out, anastomotic bleeding and/or disruption. Size the graft appropriately to minimize excessive tension at the suture line. Use a tapered, non-cutting needle with a nonabsorbable monofilament suture approximately the same size as the needle. Take 2 mm suture bites in the graft following the curve of the needle and gently pull the suture at a 90° angle. Proper sizing of the graft length prior to implant will minimize suture hole elongation caused by excessive tension. To avoid extreme stress on the anastomosis and the graft, include the patient¿s weight and range of limb motion when determining graft length, tunnel length and location. To determine the correct graft length, drape the patient to allow full movement of the arm, shoulder girdle or legs. Cutting the graft slightly longer than necessary has been reported by some surgeons to further reduce the risk of stressing the graft or the anastomosis. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately ten days post implantation of a bypass graft in an axillobifemoral configuration, the patient presented to the operating room for a pseudoaneurysm. The health care provider (hcp) alleged that the graft was incorrectly sutured; therefore, the hcp clamped the vessel and the graft was re-sutured. The patient was released from the operating room that same day; however, the following day the patient returned to the operating room again with a pseudoaneurysm. Reportedly, the hcp attempted to repair the graft again; however, as the graft was being sutured, the sutures were allegedly being pulled through the weakened areas of the graft; therefore, the hcp explanted the graft and replaced it with another graft, providing favorable results. The patient was reported to be doing well post procedure.